Manufacturer narrative:
Concomitant medical products: 2088tc52 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for supra ventricular tachycardia (svt) that the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.